Manufacturer narrative:
(B)(4)

Event description:
It was reported that a merlin.net transmission revealed the right ventricular lead exhibited oversensing. The physician successfully capped and replaced the lead. The patient was doing fine before and post surgery.